Event description:
It was reported that during the preparation of the procedure, the device smell something and the device won't display. The customer stopped using the device and the procedure was successfully completed to use the gravity inflow. No patient injuries.

Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and the power supply was missing a mounting screw, causing power supply to be loose inside of chassis. Complaint of burnt odor and display malfunction could not be reproduced. No burnt odor was observed during functional testing and display performed as expected. Product passed functional testing per factory test with no faults or errors. Product passed functional testing during 2 hour burn-in on wet station utilizing low and high pressure and flow settings. Raw and zero transducer readings were normal and well within specs during all functional tests. At no time during functional testing did pump emit an odor and display was fully functional. All functions perform as expected. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.